Manufacturer narrative:
Concomitant medical products: 6947 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had telemetry issues with sending a remote transmission. The device is still in use. No patient complications have been reported as a result of this event. Complaint: it was reported that the site was having difficulty with the remote transmission. Troubleshooting: no troubleshooting indicated. Outcome: other the patient was a participant in a wrap_it clinical trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had telemetry issues with sending a remote transmission. The device is still in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.